Manufacturer narrative:
Pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Drive support disk was inspected and no anomaly wasnoted. Unit was received without the original belt clip and no physical damage to belt clip slot noted. Unit had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 243 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.